Manufacturer narrative:
A ge service rep performed an on site investigation. The touch screen monitor was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system touch screen monitor would not work. No pt injury was reported.